Event description:
Boston scientific received information that this right ventricular (rv) lead was surgically abandoned and replaced due to a suspected malfunction. No additional adverse patient effects reported.

Manufacturer narrative:
The rv lead was not returned to boston scientific. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submited should further information be provided.